Event description:
Event description guidant received information that the pacemaker-dependent patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead passed out and fell. Loss of pacing was noted with deep inspiration. In an attempt to investigate the cause of the syncopal event, an attempt to recreate the pacing inhibition was made. When the patient inspired deeply, an increase in pacing thresholds was noted, from 1.0 to 1.4 volts. Loss of capture was observed with this threshold increase. Pacing impedances were stable and within an acceptable range.